Manufacturer narrative:
This report is submitted on march 13, 2020.

Event description:
Per the clinic, the patient experienced post-operative vertigo for 3 weeks which is on-going. Oral steroids have been administered. Clinical management is ongoing.